Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The patient identifier is not known. The patient¿s age is not known. The patient¿s gender is not known. The patient's weight is not known. The procode is krd/hgc. The initial reporter phone and email are not available. Conclusion: the healthcare professional reported that during the coil embolization procedure, the orbit galaxy xtrasoft coil 3.5 x 9 ((B)(4)) failed to resheath. It was not known what the target vessel was. The reported event did not result in any patient injury. A non-sterile orbit galaxy complex xtrasoft coil 3.5 x 9 was received coiled inside a pouch. The hypotube was visually inspected and several kinks were observed on it. The coil introducer was inspected and was observed unzipped / kinked. The support coil and the gripper did not have any damage but the embolic coil was found stretched and outside of the coil introducer. A review of the manufacturing documentation associated with lot 17704407 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The reported issue of the coil being difficult / failed to re-sheath could not be confirm through product evaluation due to the coil introducer returned kinked and unzipped. A review of the device history record (DHR) did not suggest that the reported issue is related to the manufacturing process. The root cause of the event could not be determined; however, the observed kinked on the hypotube and the elongated state of the coil introducer suggest that procedural / handling factors may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the coil embolization procedure, the orbit galaxy xtrasoft coil 3.5 x 9 ((B)(4)) failed to resheath. It was not known what the target vessel was. The reported event did not result in any patient injury.